Event description:
It was reported that a patient allegedly received a burn using a temperature therapy pad.

Manufacturer narrative:
It was reported that the patient was burnt during a hour and a half surgery. The account did not check the patient's skin condition at any point during the surgery. The operators manual indicates that the patient's skin condition should be checked every 30 minutes. Inservices to train nurses on proper procedures for t-pumps are in order to mitigate chances of reoccurrence. Device not returned

Event description:
It was reported that a patient allegedly received a burn using a temperature therapy pad.

Manufacturer narrative:
Supplemental submitted to include UDI. Device not returned.

Event description:
It was reported that a patient allegedly received a burn using a temperature therapy pad.